Manufacturer narrative:
The console or components were not returned for analysis. Analysis of media provided by the customer was performed, and confirmed the reported allegation, as it showed error 150. A risk review was completed and confirmed that the event of device - device displays error message was defined in the risk documentation and is documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Reported patient observations of reported adverse cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed events are secondary effects of the other reported event(s) and/or unrelated to the device. Since the investigation findings do not clearly confirm the presence or absence of the reported problem with the device, the investigation conclusion code assigned to this investigation is unable to exclude device problem. Based on the information available, since the reported adverse cancelled/rescheduled - post sedation/sedation unknown and surgical procedure delayed events are known and documented in the labeling (including both short or long term known complications or adverse reactions), the most probable cause of known inherent risk of device is selected for the complaint.

Event description:
It was reported that the laser did not recognize the fiber (error 150 displayed). The console was turned off and on, but still no change. A second fiber was connected, but it was not recognized. The procedure had to be rescheduled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the laser did not recognize the fiber (error 150 displayed). The console was turned off and on, but still no change. A second fiber was connected, but it was not recognized. The procedure had to be rescheduled. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.